Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient was noted to have bradycardia upon admittance to the hospital and the device was unable to be interrogated due to reaching end of life (eol.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.